Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause was undetermined. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display during drain 3 of 5. The patient was connected. The technical service representative had the customer cycle the power off and on and the hp got a se 2367. The hp stated that the patient line became separated from the transfer set in his sleep. The hp would disconnect and do manuals during the day the following night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the customer on (B)(6) 2012 regarding the reported event. The hp stated that the line disconnected in his sleep. The hp stated he did not know how the line disconnected. He finished therapy with manual supplies. The hp stated that were able to continue with therapy.